Event description:
It was reported that a lead tie-down had extruded from the patient's neck, which required revision surgery on (B)(6) 2015. The patient reportedly had slow wound healing secondary to possible allergic reaction to silicone prior between implant and this occurrence. Additionally, it was reported that a mammogram procedure in this time period had led to migration of the leads and generator. No additional pertinent information has been received to date.